Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion was located in a moderately calcified and tortuous circumflex artery. The physician attempted to cross the lesion with a 3.00x12mm veriflex (liberte) stent and was unable to cross the lesion. When he pulled the stent back through the cls 3.5 runway guide catheter, it was noted that the proximal end of the stent was flared. The procedure was completed with a non bsc device. The pt status is listed as ok with no complications reported.

Manufacturer narrative:
The complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedure factors. (B)(4).